Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test was performed and a leak was observed at the luer lock adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution set leaked; the end (male luer) that is connected to the venous access had a small fracture. The issue occurred during patient use. The nurse stated there was resistance in the "team tie" (not further described) which is why it took longer to connect the fluids to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.